Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on the light-guide cover glass, a burn on the light-guide lens, and foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause for the dirt on the light-guide cover glass and the foreign objects in the nozzle could not be established. The most probable cause of the burn on the light-guide lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.